Manufacturer narrative:
Visual inspection by a philips field service engineer (fse) found screen fonts enlarged and external speaker was not heard. Results of functional testing indicate that the philips patient information center ix (pic ix) configuration needed to be adjusted for screen resolution and external speaker usage. Based on the information available and the testing conducted, the cause of the reported problem was the display layout. The reported problem was determined to be a user configuration issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporter first name: (B)(6).

Event description:
The customer reported that the alarms do not work, letters have been enlarged and everything cuts out. This occurred on the first floor of the intensive care unit (ICU). It is unknown if the device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.